Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 1.2mm x 15mm x 142cm fg coyote fc mr (emerge) balloon catheter was advanced for dilation. However, during inflation, a pinhole rupture was noted before reaching the nominal pressure at the lesion. Subsequently, a 2.0mm x 30mm x 143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced and inflated to 4 atmospheres, but the balloon also ruptured. The procedure was completed using a non-bsc balloon catheter. There were no patient complications nor injuries reported.